Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting found that the pump alarmed motor position encoder error. Troubleshooting also found that the pump had multiple alarms in the pump history. Customer indicated that the pump was worn in an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during bolus delivery, and an alarm confirmed in the history file due to motor encoder signal out of phase. Unable to perform the unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm. The insulin pump passed operating currents measurement, self-test, rewind/basic occlusion test and prime test. The insulin pump had a cracked case at display window corner and minor scratched display window.